Event description:
It was reported that a malfunction alarm occurred with the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump, and the malfunction did not recur after the reset.